Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed a recurrence at which time the flat mesh was explanted and the composix mesh was implanted. Although there were no medical records provided, recurrence is a known adverse event listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for eval. With the info provided, no additional conclusion can be drawn. See MDR 1213643-2011-00782 for info related to the composix mesh implanted in 2008.

Event description:
Based on info reported to davol: (B)(6) 2007 - pt underwent hernia repair with a bard flat mesh. On ni/ni/2008 - pt underwent breast reconstruction surgery. The pt complained of a "bulge" and during the reconstruction surgery the bard flat mesh was explanted and a composix mesh was implanted. On (B)(6) 2011 - the pt complained of pain, a CT scan was obtained and a seroma was noted. The pt underwent a laparotomy. The surgeon reported intraoperative findings which included, delamination of both sides of the composix mesh and a seroma. This was also visible on a CT scan. Surgeon explanted the composix and placed non-bard mesh. On (B)(6) 2011 - a separation of the layers of the composix mesh was found. The mesh was removed and 3 redon drains were left in the pt.